Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia not reported. It was not reported if the patient was hospitalized for the event. Nine days prior to the receipt of this report, the patient underwent a surgical procedure to repair the hernia via a day surgery center. Action taken with physioneal therapy was not reported. The patient's recovery status was not reported. No additional information is available.